Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch.

Event description:
The customer reported via phone call that they had a recurring motor error alarm. The customer's blood glucose was 95 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump due to motor error alarm. The insulin pump was returned for analysis.